Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
It was reported that the patient presented with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. The system was explanted, in particular the right ventricular lead. Further information was not reported.